Event description:
The pt was having problems recharging the device. The battery was not charging past 50%. The pt was also recharging more than expected. The device appeared to be tilted and the pt cold not maintain communication with the battery. The pt also reported feeling a burning and warmth sensation approx 24 hours after recharging. The physician revised the pocket and found the battery was rotated and too deep. A new more superficial pocket was made. The pt can now recharge. The pt was reported to have recovered without sequela.